Event description:
The customer alleges that "something happened to the suction control portion and the blue water from the waterseal splashed out of the suction control and onto the nurse, "allegedly buring their hand.